Event description:
It was reported that "valves keep sticking".

Manufacturer narrative:
The actual device has been received and will be decontaminated. The quality engineer is currently examining the returned device. A supplemental report will be filed when his investigation is complete.